Event description:
Patient presented to the physician with earache on the right side and severe headaches. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with continued symptoms of earache and severe headaches. Physician referred patient to a physical therapist and chiropractor.